Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the pt reported that for the past few days it has been taking longer and longer to charge their implantable neurostimulator (ins). Pt stated they spent time this morning charging their ins and mentioned that yesterday was the worst. Agent had pt reset the controller, blow air into the controller charging port and wipe the recharger pins. Pt confirmed no visible damage. Pt stated seeing "settings not available" and confirmed that the controller battery was 30% and the implant was 90%. Agent had pt connect the recharger and start the ins recharge session. Pt confirmed that the controller battery was 30% and the implant was 90% with recharging excellent. Pt stated that normally, they charge their ins once a day but lately, it seemed like when they wake up in the morning, the ins battery level dropped to like 60% or 70% and they recharge it to full. Yesterday, they were away all day, and when they returned home, last night, they charged the ins, the battery was like 40% and then it went up to 50%. They began charging it again this morning and they've probably been recharging for like 2 to 2.5 hours. Pt added they had never charged for that long. If they have really good session, it takes like 20 minutes to half an hour. Agent reviewed information and advised the pt to monitor their next ins recharge session and call back if the issue persists.